Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Approximately 25 cm from the distal end is a 4 cm exposed section of the core wire with the coating peeled back over towards the distal end of the wire guide. No part of the device is missing. No spiraling was observed where the coating separated on the wire. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reaccess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome was used. The nurse felt resistance while using the acrobat wire guide with the cook sphincterotome. The wire was removed and attempted to use with another MFR's sphincterotome unsuccessfully. After the failed attempts to use the wire guide, it was observed that the coating of the wire had stripped approximately 15 cm from distal tip. No section of the device detached inside the endoscope or pt. Another wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.